Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿ wife reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 560 mg/dl and treated with manual injections and current blood glucose level was 300 mg/dl. Customer reports they did not feel okay to troubleshooting. The devices will be returned for analysis.